Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 reported that all pockets in section b displayed a 'device not detected on bus' error, which did not resolve after rebooting the pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 all of pocket was failed and device was not detected on bus. A field service engineer found that the auxiliary drawer 2.2 row b was not detected on bus. Reseated rowboard cable at all connections and replaced the rowboard to resolve the issue. The system functioned as intended after the field service engineer repaired the device.